Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that the alarm history of insulin pump had multiple pump error alarms. Customer stated that they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace. No pump error 79 alarm and no pump error 2 alarm noted.